Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power module and filament driver board were replaced. The generator and filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a high ma error message. No pt injury was reported.